Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The hospital biomed reported that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:07 (coolant temp high) error. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:07 (coolant temp high) error was confirmed during the functional testing and the event log data review. Upon further inspection to determine the root cause, no issues were noted on lm34 temperature sensor connectors. Nevertheless, the lm34 temperature sensor was replaced as a precautionary measure to address the reported complaint. The event log data indicated occurrences of multiple tcmid:07 errors, confirming the complaint. The thermogard system failed functional testing due to tcmid:07 displayed upon powering up, confirming the complaint. The lm34 temperature sensor was replaced as a precautionary measure to address the reported complaint. Following the part replacement, the thermogard system passed the functional testing without any errors. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).